Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient was having muscle pain around the implantable neurostimulator (ins) area starting in (B)(6) 2016. She thought the ins was laying on something and was causing pain. She hadn't had any falls. Blood work was done and there was no infection. The ins didn't seem to be as close to the surface. The patient was taking a lot of tylenol, she turned the ins off, and she still felt pain. An x-ray was done in (B)(6) and nothing was found. The patient's pain management physician gave her cortisone shots, physical therapy, and referred her to a different doctor to have the ins removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.